Event description:
On (B)(6) 2013, the patient was emergently implanted with four gore excluder aaa endoprostheses to treat pending rupture of the right common iliac artery aneurysm. The trunk-ipsilateral leg component and one contralateral leg component (pxc121000) were implanted at the right, and the other contralateral leg component (pxc141000) was deployed at the left side, with no reported issue. Intra-operative angiography identified a possible type iii endoleak at the left side, and the iliac extender component was implanted to reline the contralateral gate and the pxc141000. The final angiography showed that there was a slight compression at the proximal side of the ipsilateral limb. It was reported that since there was no delay in perfusion at the compressed portion, the physician decided to monitor the patient and completed the procedure. On (B)(6) 2013, the patient was discharged. On (B)(6) 2013, the patient contacted the hospital claiming of pain at the right lower extremity. On (B)(6) 2013, CT images revealed occlusion of the ipsilateral limb. On the same day, an additional endovascular procedure of thrombectomy, implantation of an additional iliac extender component within the ipsilateral limb, and percutaneous transluminal angioplasty for the right external iliac artery was emergently performed. On (B)(6) 2013, CT images showed that the occlusion was resolved, securing perfusion around the area. It was reported that right superficial femoral artery stenosis was noted as patient's pre-existing condition and the blood perfusion was not originally satisfactory. The physician commented that the greater radial force of the left leg with three components implanted at the healthy aorta caused the compression of the ipsilateral limb, resulting in poor blood flow along with the patient's pre-existing condition, and eventually leading to the occlusion.